Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench using a known good set of capacitors and charging time was normal. The original hv capacitors were sent to the manufacturing site and an anomaly was found. The cause of the extended charge time was due to an hv capacitor anomaly.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier for a long charge time. Normal charge times were seen in-clinic. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the device was explanted due to extended charge times.